Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the pump was not alarming properly. Customer¿s blood glucose value was 300 mg/dl. The customer declined to provide additional information regarding the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.